Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at home with his mother. The patient reported feeling fine and went to bed. Later, his mother attempted to speak with him and found him unresponsive. Concerned, she contacted 911. On a subsequent attempt to check on him, the patient was found lying on the floor and unconscious. Emergency medical technicians (emts) arrived and performed a fingerstick blood glucose test, which measured 32 mg/dl. The emts administered dextrose during transport to the hospital. Upon arrival at the hospital, the patient declined additional treatments and diagnostic imaging. He was provided juice and a sandwich for oral glucose correction. The patient was discharged on (B)(6) 2026, at approximately 5:00 am. At the time of this report, the patient was reported to be ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at home with his mother. The patient reported feeling fine and went to bed. Later, his mother attempted to speak with him and found him unresponsive. Concerned, she contacted 911. On a subsequent attempt to check on him, the patient was found lying on the floor and unconscious. Emergency medical technicians (emts) arrived and performed a fingerstick blood glucose test, which measured 32 mg/dl. The emts administered dextrose during transport to the hospital. Upon arrival at the hospital, the patient declined additional treatments and diagnostic imaging. He was provided juice and a sandwich for oral glucose correction. The patient was discharged on (B)(6) 2026, at approximately 5:00 am. At the time of this report, the patient was reported to be ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.